Event description:
The customer reported experiencing high blood glucose for the past five to six days. The caller stated that she woke up with 471mg/dl, three hours later it dropped to 290mg/dl, and then she treated with a manual injection and dropped to 62mg/dl. The customer mentioned getting a button error alarm. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, and basal rates were correct. The customer was concerned that the insulin pump was malfunctioning and her blood glucose fluctuates. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.